Event description:
It was reported that surgical intervention was performed to explant this right ventricular (rv) lead four months after implant for dislodgement and helix malfunction. The physician used same model of lead for replacement. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the whole lead was returned with the helix retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the is-1 end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that surgical intervention was performed to explant this right ventricular (rv) lead four months after implant for dislodgement and helix malfunction. The physician used same model of lead for replacement. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis. Additional information: this report has been updated with product investigation results.